Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the anesthesiologist was attempting to administer an IV push and noted the tubing broke apart below the hub and leaked. The IV was clamped and a new tubing set up, flushed and used for the remainder of the case. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing separated and leaked was confirmed. Visual inspection showed that the pvc tubing was completely separated from the distal smartsite outlet port near the male luer and fluid was leaking from the separation. Functional testing was not performed because of the separation. Visual inspection under magnification showed that both sides of the pvc tubing had no solvent applied at the engagement. Dimensional analysis was performed and the tubing measured within specification. The root cause of the tubing separation was a manufacturing issue of no solvent having been applied at the junction of the pvc tubing.